Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, h10 and h11. Functional testing of the returned product found the hose functioned as expected without any issues. Visual evaluation found no related issues, damage, or non-conformances. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2 country: (B)(6).

Event description:
It was reported that during surgery there is possibly a leak in the hose since it wasn't functioning properly. There was no note of patient harm or delay. Due diligence is complete and there is no additional information available. There was no adverse event associated with the malfunction.